Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the batteries were draining quickly in the insulin pump. The customer's blood glucose level was between 100 and 140 mg/dl. The customer was sent a replacement battery cap and was advised to call back when they received it to complete troubleshooting. Nothing was replaced or returned.